Event description:
Midas rex mr8 high speed system attachments contain unidentified debris and matter. These items are brand new - fresh out of the box, we inspected them with a baroscope and found debris/matter within the lumen rendering them unusable for a patient in surgery. This has been an issue over the past few months - mostly with the "angled" attachments. Due to the design, we are unable to use conventional methods (per IFU) to clean these attachments before use. I highly recommend that any customer/user checks new attachments before using them on patients. Patient code: 4582. Device code: 1261, 2944. Reference report: mw5181816.